Event description:
Caller reported a cartridge alarm issue, identified as cartridge alarm 20. Blood glucose levels did not exceed 500 mg/dl, showing no adverse impact. Cts arranged for a replacement pump, providing instructions for returning the faulty pump, which the caller acknowledged and understood. The caller will continue using the current pump and has mdi as a backup therapy.